Manufacturer narrative:
(B)(6). Manufacturing year 2016. This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Field service specialist visited the account and checked and force calibrations the system. System meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was suction break during the surgery (fragmentation), because patient's eye moved. Error 02-005 (laser footswitch lifted during treatment) then presented when customer lifted the foot from the footswitch. Customer continued and completed the cataract surgery. Patient had no health damage. Account confirmed that error 02-006 did not appear.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.